Event description:
The international customer reported the ventilator was running on battery power when connected to mains ac power. The customer reported the unit then stopped functioning. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided. The customer reported there was no patient harm. Service evaluation and repair information is pending.

Event description:
The manufacturers service engineer was unable to duplicate the reported problem. The service engineer reported there was no problem found with the ac power or battery. Service was completed and final testing found no recurrence of the reported problem.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Service evaluation and repair pending.